Event description:
Report rec'd of an undocumented number of incidents of spinal needles that are leaking air and fluid. It was reported that there have been several incidents where the pre-filled syringe containing anesthesia medication in the spinal sets are not compatible with the hubs of the spinal needles, causing leakage of air and fluid. The customer reported that while performing spinal blocks on several adult pts, the spinal needles are initially inserted with no problems. Once placement is confirmed by the presence of spinal fluid, the medication-filled syringe is attached to the hub of the spinal needle. At this point, the customer reports that if there is any force used when pulling back on the syringe, air leaks into the syringe. Likewise, when injecting the medication into the spinal catheter, if it is not done extremely slowly, the medication leaks out around the catheter, and the actual administered unit dose of anesthesia cannot be determined. There have been no reports of adverse pt effects. Add'l pt info was requested, but no further info was available.